Event description:
It was reported that during a photoselective vaporization procedure, the lens was broke and became ineffective after 55,342 joules and 9 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with another fiber without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. A visual examination of the device showed that the glass cap was detached from the fiber tip. The metal cap exhibits some significant charred detritus adhesion on surface indicative of tissue contact. Additionally, the visual examination also showed a fracture at the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. Based on the observed glass cap detachment and circumferential fracture, the reported allegation is confirmed. Analysis of the returned device also revealed that the fiber connector was warped and missing segments d and f. A functional testing was not able to be performed because the connector arrived damaged. However, because there was no allegation against the connector and there is objective evidence that the fiber was used, the connector damage likely did not occur until after the procedure or during transit for product return. Based on the observed glass cap detachment and circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment and circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure, the lens was broke and became ineffective after 55,342 joules and 9 minutes of use. The fiber tip was cleaned during the procedure. The procedure was completed with another fiber without clinical consequences to the patient.